Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2016, the patient experienced oozing of light, white liquid from the stoma site. There was no pain, inflammation or redness. A cell culture was taken and the patient was treated with antibiotic levofloxacin 500mg. The patient reported that the same event of oozing from stoma site happened one month later. No additional information about treatment was provided.